Event description:
During attempts to advance the PICC solo catheter with sherlock tip location system stylet, the nurse encountered resistance and therefore terminated the procedure. According to the nurse, the stylet was carefully measured and maintained inside the catheter. At no time was the stylet allowed to advance beyond the catheter tip when inside the vessel. Although resistance was met, the nurse did not attempt to force the catheter with the stylet inside. The stylet was removed and the line was flushed prior to referring the pt to interventional radiology for repositioning of the catheter. During the PICC line adjustment in interventional radiology, the scout image demonstrated a probably retained wire fragment in the right subclavian vein at an area of stenosis. A 4.5 cm stylet wire fragment was retrieved by interventional procedure.